Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. No further information is available. The country the event occurred in is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had been experiencing headaches, dizziness, nausea, and vomiting for nearly two weeks. The patient was told they had slit ventricle syndrome and the ventricle had collapsed on the shunt. The reservoir could not be depressed and was ¿rock hard.¿ according to the shunt tap, the patient¿s intracranial pressure was very low. It was noted that the patient had a lumbar puncture and the pressure was 10.4. It was stated the patient was supposed to have the shunt adjusted to a higher pressure. Reportedly, the patient was going to have the shunt replaced, but the neurosurgeon indicated they were inoperable due to the ventricular collapse. The patient could only lay down and even then, still had headaches and nausea. It was noted the patient was given zofran for nausea.